Event description:
The report stated that the dr was doing a selective catherization of a distal sma for embolization of bleeding. The catheter became frozen in the distal sma due to spasm in the vessel. The catheter tip separated from the catheter shaft. The tip remained in the pt and acted as an embolic agent. Pt was doing well after the procedure and seemed to suffer no ill effects.